Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.